Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 683mg/dl. It was stated that the customer was beginning to vomit for a few hours the day before her admission. It was also stated that the customer changes the infusion set every five days and re-fills the reservoirs. The customer stated that she had a bad stomach flu. Troubleshooting was declined because the mother stated that the customer's hospitalization was not device related. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.